Event description:
Procedure: laparoscopy hysteroscopy. According to the reporter: the protective layer at the tip cracked and separated, and burned the patient. Nothing fell into the patient.

Manufacturer narrative:
(B)(4).